Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope with a size 8.0 mm endotracheal tube, when removing the bronchoscope from the endotracheal tube the tip of the bronchoscope separated and went missing. All the customer saw at the end was a "yellow string". The customer immediately checked the airway of the patient with a new bronchoscope, but was unable to see anything inside the airway. A follow-up chest x-ray was performed on the patient, but did not reveal any foreign body in the patient's lungs. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
G3, g6, h2, h3, h6, h10. The glidescope bflex 5.0 bronchoscope as well as the shiley 8.0 mm endotracheal tube (ett) used in the procedure were returned to verathon for evaluation. A verathon sustaining engineer evaluated the returned device and confirmed that the distal tip, including the camera housing and metal coupler, had detached from the bronchoscope. In addition, it was observed that the returned bronchoscope was permanently deformed and ovalized approximately 275 mm from the distal end. The returned shiley 8.0 mm ett had prominent external and internal scuff marks along with damage to the print labeling on the tube at the 24 cm mark. The verathon engineer attempted to recreate the ovalization and tip detachment noted on the returned device. A unlubricated test glidescope bflex 5.0 bronchoscope was placed inside of a test shiley 8.0 mm endotracheal tube. A clamp was applied at the 275 mm mark of the bronchoscope and at the 24 cm mark of the endotracheal tube, to recreate the ovalization and damage noted in the returned sample. Following the placement of the clamp the bronchoscope was withdrawn from the endotracheal tube. A second sample test performed, this time using lubrication on the test bronchoscope. Following the sample tests the verathon engineer noted that the distal tip had detached from the braided shaft on both test bronchoscopes. In addition, deformation and ovalizing had occurred on both test bronchoscopes. Based off the evidence gathered from the returned bronchoscope, the returned endotracheal tube, and the test samples; the most likely cause of the distal tip detachment when removing the glidescope bflex 5.0 bronchoscope from a shiley 8.0 mm ett was due to the endotracheal tube inner diameter being narrower than normal. This was most likely caused by the patient biting down on the endotracheal tube during the intubation. The prominent scuff marks found at the 24 cm mark on the customer's shiley 8.0 mm ett shows signs of an external force being applied to the endotracheal tube, most likely caused by the patient's teeth biting down. At this time no additional corrective actions are required. Verathon will continue to monitor for trends.